Event description:
Caller reported an issue with a continuous glucose monitor (cgm), specifically citing cgm error 42 with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process. After the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.